Manufacturer narrative:
The na electrode lot number was dls40 with an expiration date of 22-feb-2026. The calibration was last performed on (B)(6) 2025, and it was acceptable. The qc prior to the sample measurement was within ranges. The alarm trace showed a sample probe: abnormal aspiration alarm on the day of the event. The field service engineer (fse) found that the vacuum nozzle probe was partially clogged. He cleaned the vacuum nozzle and the ise mix vessel. He then checked the electrode path and primed all reagents. The fse performed ise checks, ise calibration, qc, and precision studies, and they were within specifications. The service actions performed by the fse resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 2 patients¿ samples tested on a cobas pro ise analytical unit. Results for the sodium (na) test were affected. Patient 1: initial result: 157 mmol/l. Repeat result: 144 mmol/l. Patient 2: initial result: 157 mmol/l. Repeat result: 143 mmol/l. The customer noticed that the initial results were "critically high" and repeated the samples on a different cobas pro ise analytical unit. No questionable results were reported outside the laboratory. The repeat results were deemed to be correct.